Event description:
Per information received, the family member of the patient found the tip of the catheter was cut off. Family member did not use the catheter on patient, but noticed the problem before.